Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported receiving an air detected in cassette warning and a patient line blocked warning during his pd treatment. Once the patient completed treatment and removed the cassette he discovered that there was a fluid leak in the cycler cassette area. Technical support advised the patient to follow up with the pd nurse regarding this incident. Upon follow up, the patient stated that he had not experienced any adverse events as a result of this incident and the effluent was clear. The pd nurse was notified but no antibiotics were prescribed. The cassette/tubing set in question was discarded.